Event description:
Medtronic dual chamber pacemaker was to be inserted. Dr placed the leads in reverse atrial pacewire in ventricle slot/wire in atrial slot/pacer. Does this happen frequently? Are there obvious differences in the leads ie different colors to prevent this from recurring?